Event description:
It was reported that there was a leak between the cassette patient line and transfer set. This occurred during fill two of six of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient tightened the connection and the leak stopped. The patient ended therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The known cause of this leak is a loose connection. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.